Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple pump error alarm. The blood glucose level was 160 mg/dl. Customer was assisted self-test and it the insulin pump did not pass the self-test. The insulin pump will return for the analysis.

Manufacturer narrative:
The insulin pump was received with pump error during rewinding due to corroded motor home switch.